Manufacturer narrative:
Final analysis of the pulse generator confirmed the inability to insert a test lead into the right ventricular header port. The setscrew was found to be inserted. Upon loosening of the screw, the lead could be fully inserted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, a lead could not be fully inserted into the right ventricular header port of the device. The device was removed and replacement pulse generator was successfully implanted.